Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy. Upon review of transmissions, the device delivered inappropriate antitachycardia pacing due to noise on the right ventricular lead. No device intervention was performed. No further information on patient condition.